Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 220 units of insulin. Reportedly, the customer's blood glucose (bg) meter registered a "high" reading, however the exact value was not provided. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.